Event description:
It was reported that during an 8 min adiana procedure for permanent contraception, the physician noted a fluid deficit of 1500 ml of glycine "due to a pressurized fluid management system [not a hologic device] being turned up to 300 ml of mercury". The pt was given "20 units of lasix". The pt was discharged home after 1200 cc of urine output was documented.

Manufacturer narrative:
Fluid deficit. Lot and serial number of the disposable device not provided by the complainant, therefore, the exp date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency generator as identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: hysteroscopic fluid (i.e., 1.5% glycine) intake and outflow should be monitored. Any system delivering high pressure inflow to pt increases the risk for fluid overload. To reduce the risk of hypervolemia the procedure must be terminated if the fluid deficit exceeds 800 cc. (B)(4).